Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis manifested by turbid effluent and stomachache. The cause of peritonitis was not reported. One day after the onset, the patient was hospitalized for the event. It was reported that the patient was hospitalized via the emergency room (ER) due to the turbid effluent and stomach ache. Treatment rendered for the events of peritonitis was not reported. The patient was recovering from the peritonitis and physioneal therapies were ongoing. No additional information is available.